Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 07oct2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 01099173 case subject: npi 8015 did not turn on account name: (B)(6) account #: 1006319 asset name: 8015bd pcu n. America v9.33.1.2 a/b/g/n asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: greg had a pcu8015 did not turn, no ac light when power cord plugged in. Pcu sn (B)(6) failure device type: failure problem type: failure mode: case resolution: I recommended greg to send unit in for warranty repair. Greg will use repair portal to get rga number and send unit in for warranty repair. Ref:_00d30y0yr._5000l1sujxk:ref

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 07oct2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. H3 other text : device was not returned to manufacturing facility